Event description:
It was reported that the customer at the time had been receiving a lot of no delivery alarms on the insulin pump lately. Customer had a tremendous amount of no delivery alarms in the past month. Customer's blood glucose level was 197 mg/dl. Customer was unable to troubleshoot at the time of the call. Customer does not want to return the set or reservoir for analysis. Customer was advised to monitor the issue and call back if the issue continues. Customer was advised to speak to his doctor about different infusion sets and what's best for him since he has experienced extreme weight loss. Customer mentioned that sometimes he reuses a reservoir and customer was advised that this is not recommended. Customer mentioned a past low blood glucose event where his blood glucose level was 50 mg/dl. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.